Manufacturer narrative:
It was reported that patient was experiencing critical battery alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms where a battery with the "0" serial ID logged a communication error between the controller and battery.  In the first instance, the battery went from a high relative state of charge (rsoc) of 96% to 0% rsoc and back to  previous rsoc values. In the second instance, the battery was disconnected from power port 2. Data recorded before and after the critical battery alarms also logged the battery with a "0" serial ID. A communication error of the non-smr  controller most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as "0". The sealed state does not impact normal operation. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. Failure analysis of the controller revealed that the device failed visual inspection due to a missing serial cap. Additionally, it failed functional testing as the to "no power" alarm remained silent when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the battery was leaking and the voltage level was below what was expected. As a result, the most likely root cause of the "no power" alarm failure can be attributed to a faulty internal nimh battery. "No power" audible alarm failures is currently being investigated. The missing serial cap and faulty internal battery are additional observations not related to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in clinic for a routine visit on (B)(6) 2017 and log files revealed a critical battery alarm.  Upon further review, it was noted that the controller was almost four (4) years old and noticed that the power port was giving zero (0) battery serial numbers. The patient was seen in clinic on (B)(6) 2017 for an elective controller exchange which they tolerated well with minimal pump off time.  No patient complications have been reported as a result of this event.